Event description:
On (B)(6) 2019, an 26mm amplatzer septal occluder was selected for implant. When deploying the device, the left disc deployed in the shape of a cobra and was removed from the patient. The procedure was completed with a non-abbott device. There were no patient consequences delay in the procedure.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.